Event description:
This is a spontaneous case report received from a physician in united states on (B)(4) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for sterilization. Physician reported that essure was placed by another doctor and on (B)(6) 2014, the patient referred to her because of heavy bleeding requiring blood transfusion and iron. She also reported that she did a hysteroscopy exam and found her coils were sitting out, 10 coils were outside the ostia. It was stretched out to about one and half centimeters. One coil was pulled out a little bit and must have been rubbing against the uterus. The coil got pulled out with the hysteroscope. Physician was asking if there a device or a hysteroscopic wire cutter to remove or cut the extra coil or a full hysterectomy should be done. On unspecified date, the hsg (hysterosalpingogram) was made and showed bilateral tube occlusion. Physician stated that the patient must have been seen in the ER the weekend before the physician's visit, but she was not admitted. The event was ongoing at time of the report. No further information was provided. The product technical complaint investigation and final assessment were received on (B)(4) 2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Bleeding is an anticipated event. Medical assessment: this ptc was initiated due to a reported product issue and a request for confirmation of quality. No batch number was provided for further technical investigation. The reported product issue could not be evaluated in more detail due to lack of sample return. The technical assessment concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding requiring blood transfusion. Also, during hysteroscopy, it was observed that 10 coils were outside the ostia. The events, seen as genital bleeding and device dislocation, are serious due medical importance and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. Besides that, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the patient started to experience severe bleeding and had to have blood transfusion and iron treatment. She was referred to the reporter physician and a hysteroscopy was performed. The essure coils were found sitting out of ostia. It was stretched out to about one and half centimeters and got pulled out with the hysteroscope. Considering the nature of the events, causality is assessed as related with essure use and since the genital bleeding led to a blood transfusion (medical intervention), the case is regarded as incident. According to product technical analysis, there is no reason to suspect a causal relationship to a potential quality deficit. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up from 20-apr-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding requiring blood transfusion. Also, during hysteroscopy, it was observed that 10 coils were outside the ostia. The events, seen as genital bleeding and device dislocation, are serious due medical importance and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. Besides that, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the patient started to experience severe bleeding and had to have blood transfusion and iron treatment. She was referred to the reporter physician and a hysteroscopy was performed. The essure coils were found sitting out of ostia. It was stretched out to about one and half centimeters and got pulled out with the hysteroscope. Considering the nature of the events, causality is assessed as related with essure use and since the genital bleeding led to a blood transfusion (medical intervention), the case is regarded as incident. According to product technical analysis, there is no reason to suspect a causal relationship to a potential quality deficit. Further information could not be obtained.